Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports metal debris synovitis. The revision surgery notes reported metal debris synovitis and inflammation. Both the acetabular cup and femoral stem were found to be well-fixed. On (B)(6) 2015 the patient was revised to address stem loosening. Part/lot number provided for stem. This com will address both revisions due to the loosened component already reported previously. The complaint was updated on: 03/03/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: cw8gd1000. Device history review: no related deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.